Manufacturer narrative:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference > 5 cmh2o' during pre-use check. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the pressure transducer printed circuit board (pcb) was replaced. The issue has been resolved and the device was delivered to the user in working condition. The issue was decided to be reported as a defective pressure transducer pcb may lead to high pressure. There was no patient involvement. The root cause to the reported issue has not been determined. The correction of fields #g3 date received by manufacturer was required. This is based on the internal evaluation. #g3 date received by manufacturer: previous manufacture date: 11/23/2023. Corrected manufacture date: 11/27/2023.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference > 5 cmh2o' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 2015-10-22. A correction of field # d1 brand name, # d4 version or model #, # h4 manufacture date were required. D1 - brand name: previous brand name: servo-I, corrected brand name: servo-I base unit. D4 - version or model #: previous version or model #: servo-I, corrected version or model #: 6487800. H4 - manufacture date: previous manufacture date: 07/13/2015. Corrected manufacture date: 07/09/2015.

Event description:
Manufacturer's ref. #: (B)(4).